Event description:
It was reported that the pt underwent a sling procedure in 2005. During the first postop day, the pt experienced sciatic pain. The pt was rehospitalized. The sciatic pain resolved with medication 2.5 weeks later. It was reported that the event was not related to the device or procedure.

Event description:
Physician now believes that the pain is possibly related to the procedure due to the position of the patient during surgery.